Event description:
Ous MDR - this lead was explanted due to oversensing with inappropriate shock delivery. The lead was implanted in 2007 and the exact implantation date was not reported.

Manufacturer narrative:
Ous MDR.